Manufacturer narrative:
(B)(4). Only event year known: 2017.

Event description:
It was reported that the specimen retrieval bag has ripped or torn in the past. No patient consequences were reported. No additional details are available regarding this event.